Event description:
Event description guidant received information that the impedance of the lead was >3000 ohms despite numerous positions within the right ventricle (rv). Pacing thresholds were also elevated. The elevated measurements were confirmed with pacing system analyzer (psa) testing.